Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The results of the culture test at a third-party institution provided by the user are described below. Sampling date: on (B)(6) 2024 sampling from: not applicable cfu:10-100cfu bacterial identification: pseudomonas. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.